Event description:
Information was received alleging a ventilator malfunction contributed to a patient death. Additional details were not provided and the manufacturer is in the process of investing this alleged incident. A follow-up report will be filed when the investigation is complete.